Event description:
It was reported occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy. Customer¿s blood glucose (bg) level was 583 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.